Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported event. The se replaced the touchscreen printed circuit board (pcb). The ventilator then passed all testing.

Event description:
It was reported that a ventilator touchscreen was unresponsive. There was no patient involvement when the malfunction occurred.